Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced impedance issues and ineffective stimulation. The physician explanted and replaced the extension. The physician noted the extension was damaged. The patient's issue was resolved.